Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 3006705815-2020-00569, 3006705815-2020-00570. It was reported that patient's leads were sticking out of her back. As a result the entire system was explanted to address the issue.

Manufacturer narrative:
(B)(4). This update is reflected in this additional report number 2.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.